Event description:
On (B)(6) 2007, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It appeared the migration may have been due to a tortuous aortic neck with an approximately 60 degree angle. On (B)(6) 2012, the pt underwent a procedure to address trunk migration, where four aortic extenders were added proximally. The pt tolerated the procedure.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.